Manufacturer narrative:
The subject device was returned to olympus (B)(6) but has not been returned to omsc. Olympus (B)(6) checked the subject device for evaluation. It was confirmed that the coating on insertion tube of the subject device was partially peeled off more than 1mm2. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus china, it was found that the insertion tube of the subject device was partially peeled off more than 1mm2. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus (B)(4), omsc determined there was the possibility this phenomenon was attributed to some physical stress or chemical stress on the insertion section of the subject device. Omsc was unable to specify the cause of the reported phenomenon because they are wide-ranging. However it might have occurred due to following cause; the physical stress due to rubbing the insertion section etc. The chemical stress due to deviation from the instructions for safe use (IFU) of the reprocessing manual. The bad storage environment such as in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays and/or ultraviolet-rays. The aging deterioration. Others. If additional information becomes available, this report will be supplemented.